Event description:
Event description guidant received information that after lead placement, prior to induction during implant of this implantable cardioverter defibrillator (ICD), the right ventricular (rv) pacing impedance measurement was 500 ohms and the shock impedance was 120 ohms. After rechecking and retightening the setscrews, the lead impedance test shock imp was 42044 ohms. A 17 j shock had a shock impedance of 56-57 ohms. After the pocket was closed, the shock impedance through the device was 78 ohms. Subsequent shock impedance measurements through the device is 82 ohms and reproducible noise on the shock electrogram is seen with pocket manipulation. The right atrial/right ventricular channels are clean. The patient had to be resuscitated so only one 17 j shock was delivered.